Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that the patient table was moving on its own, uncommanded. The philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse reported that the gantry's front, left control panel had contrast ingress in the horizontal button which then stuck, and resulted in the patient table moving in toward the gantry uncommanded. The fse reported that the operator pressed the front e-stop on the system which halted all system movements, and the patient was removed from the system in a controlled fashion. The fse removed the gantry's front, left panel and cleaned the ingress (contrast medium) from the panel buttons to resolve this issue.

Manufacturer narrative:
On (B)(6) 2015, the customer reported that during the patient procedure, there was un-commanded motion of the patient support in the inward horizontal direction. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander associated with this issue and there was no rescan/reinjection required. The operator contacted philips help desk to inform them of the event and the fse was dispatched to the site. The fse arrived on site and evaluated the system. The fse disassembled the left front gantry control panel and found that the in button of the panel was stuck engaged due to contrast ingress. The fse cleaned the panel and reassembled the panel to resolve the issue. There was no part replacement. No log files were provided for engineering analysis. Based upon the troubleshooting services and statements of the fse, the issue occurred due to stuck in button on the front left gantry control panel as due to contrast ingress. The fse cleaned the front left gantry control panel to resolve the issue. If this malfunction were to recur, it would be not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records and a clinical evaluation by a medical physician, it has been determined that gantry panel stuck button failures do not meet the definition of a medical device report. There is no evidence that the gantry panel stuck button failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. All systems are equipped with emergency stop as well as power off buttons which provide an immediate means for the operator inside the scan room or in the control room to stop any unintended table motion, including such resulting from a stuck gantry panel button. The emergency stop buttons are very obvious and located immediately adjacent to the gantry panels and within reach of an operator moving the table by depressing any of the gantry buttons in question. The system performs a test for stuck buttons during initialization. A collision calculation is done in each combination of vertical, horizontal, or tilt motion, preventing injury from collision. Motion control software verifies that motion commands are executed otherwise a fault condition is assumed and stops motion. Resistance protection is in place for couch horizontal motion, a force limit to pallet motion beyond which motion will stop and shutdown. Instructions in the instructions for use to observe the patient during all movements of the patient support. Table movement that is driven by the precision motors happens at a controlled low speed. This provides ample time for recognition of unwanted movement. At the same time it provides an opportunity for most patients to respond to unintended positions resulting from such table movement. Operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. There has been no report of serious injury to a patient, operator or bystander as a result of this malfunction of the gantry control panel.